Manufacturer narrative:
The customer performed precision testing, but no additional troubleshooting was performed. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends for the issue under review. The calculated erratic rates for the architect c16000 systems were all below the upper control limit. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated calcium results generated on the architect c16000 processing module for one patient. The following data was provided: (B)(6). On (B)(6) 2023 initial result 3.36 mmol/l, repeated 3.55 mmol/l on (B)(6) 2023 sample was remeasured and result was 2.38 mmol/l. (Reference range that the customer is using: 2.15 - 2.60 mmol/l). No impact to patient management was reported.